Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20's (mg/dl). Bg cause was not known. Reportedly, the customer was asked by the emergency room (ER) doctor to remove pump. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.